Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was 100% stenosed and was moderately tortuous and moderately calcified. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and it was noted that the shape of the rupture was a pinhole. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.